Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Often this failure is a false message from the pressure switch indicating low drive gas pressure when actually no modes of ventilation are lost. However, due to the fact the anesthesiologist was concerned enough to switch out anesthesia units and it is unknown exactly which switch was replaced; this fault will be reported as a complete loss of mechanical ventilation. The pressure sensor switch is the most likely cause and probably the part that was determined to be faulty. There has been no evaluation by a ge healthcare field engineer.

Event description:
Per (B)(6) aer database: it was reported that the system had a low drive gas pressure alarm during a case. The anesthesiologist switched out anesthesia units and the surgery was competed without harm to the patient.